Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported door issue was confirmed and reproduced while attempting to run a loaded set. Evaluation experienced a door not fully latched alarm during the investigation. This condition was determined to have been caused by a loose link screw. The link screws were replaced.

Event description:
It was reported a spectrum pump had a door issue. It was also reported there was no patient involvement.